Manufacturer narrative:
Philips service cleaned the memory stick and restored the host pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that the system failed to boot, showing a black screen due to a host pc issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.